Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the hard drive of the architect i1000sr processing module. The customer shutdown the instrument¿s main power. No injuries or harm to the user was reported. There was no impact to patient management reported.

Event description:
The customer observed smoke coming from the hard drive of the architect i1000sr processing module. The customer shutdown the instrument¿s main power. No injuries or harm to the user was reported. There was no impact to patient management reported.

Manufacturer narrative:
The service representative was dispatched due to the customer observing smoke. No fire was seen nor any damage to other parts of the instrument. The analyzer was disconnected from the power supply. Although no damage was observed, service determined the arc scc cpu was the cause for the observed smoke. The arc scc cpu was replaced, and the issue was resolved. The service history of the architect (B)(6), revealed no additional issues of smoke reported for the (B)(6). The 2025 ul certification indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the arc scc cpu; the smoke did not spread to other parts of the analyzer. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.